Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display, replaced the battery and the display returned. Customer would like to verify if the device was functioning properly. Blood glucose level at the time of the incident was 144 mg/dl. During troubleshooting, the customer was asked to insert a new battery but the display did not return and got a failed battery test. Customer does not have a brand new battery to test with the device. The customer was advised to monitor and call back if the issue continues. No product was returned for analysis.